Event description:
It was reported via voluntary medwatch report that the "pt was to have inferior vena cava (ivc) filter removed. First fluoroscopy images showed broken strut on the ivc filter. The filter was snared and removed, but physicians were unable to snare broken piece, approximately 1 cm, which was imbedded within a vessel wall. The broken piece was left in the pt. This has been disclosed to the pt, who has not suffered any harm."

Manufacturer narrative:
The lot number has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway. This event coincides with voluntary report# (B)(4).